Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins). It was reported that two weeks after the ins was replaced, impedances were out of range (oor). The patient was treated for infection before being seen in the clinic on 2018-sep-19. Then patient seen again on (b)_(6) 2018 for feeling unwell with pain under the ins in the abdomen and was put on antibiotics. The physician diagnosed infection due to high bp and increased pain. Bloods 2018-sep-14 wbc 12.8 crp 15.5 esr 34 neutrophils 8.8 temp 36.8 centigrade. Patient felt she had oxycodone withdrawal (physician hadn¿t prescribed it). Patient had been on methotrexate so this would change inflammatory markers and may have altered recovery time. Wound looked ok when inspected, no redness, swelling or oozing. Swab taken for culture. Further bloods showed esr 40. Microbiology team suggested change of antibiotics. The infection resolved, took a couple weeks of oral antibiotics. On 2018-nov-16, electrodes 1+4 impedances were greater than 4,000 ohms. It was noted that the patient was charging alternate days, charge dropped to 30%. On 2019-jul-08, the lead was replaced and impedances resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# unknown serial# implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.